Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -15.50/4.5/104 diopter, in the patient's right eye (od) on (B)(6) 2016. Excessive vaulting occured with a vault value of 1400 micrometers. The lens is planned to be exchanged.